Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed downstream occlusion at 2.81psi(pounds per square inch), 23.68psi, 21.03psi, 22.00psi, 22.35psi, 19.70psi, passing is 7-19psi. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H11: the device was received for evaluation. During functional testing, the reported problem was not reproduced. The device was tested for downstream occlusion detection and passed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified through causality as the downstream sensor was found out of calibration. The downstream sensor requires calibration to address this issue. Should additional relevant information become available, a supplemental report will be submitted.